Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. The insulin pump was used as a liquid reservoir test and there was no air bubbles anomaly on the device. The insulin pump was programmed with multiple bolus deliveries and all registered properly in the bolus history. The test blood glucose meter communicated properly to the insulin pump and the blood glucose value registered properly to the insulin pump. The insulin pump was received with normal operating currents. There was no unexpected off no power and low battery alarm on the device. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was over 600 mg/dl. Troubleshooting for high blood glucose was performed. Customer treated their high blood glucose with an insulin pen. Customer advised the insulin pump provided inaccurate bolus history. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.